Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative reported that during onsite troubleshooting she checked ip addresses on both systems and confirmed they were the same. She had rebooted the navigation system but this did not resolve the issue. She bypassed both bulkhead connectors with no change to orange status line. She confirmed networking information on both systems and was able to verify connection from mobile view station (mvs) but still no green connection. She rebooted both systems and when the imaging system was brought back up, the pendant showed "connected not ready" and a red x for mvs communication. She tried restarting the mvs application with no change. When bypassing the mvs bulkhead, the blue network cable (pleora cable) was unplugged from the computer, instead of the black one that connects to the bulkhead, and replaced with the network cable to the navigation system. Stephanie will return to put the network cables back. A medtronic field service engineer went to the site to test the equipment. The imaging system checked out and no issues were found. The rep confirmed that the systems communicated and images were able to be sent to the navigation system. The imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system had an orange line (not connected) to the navigation system on the set up equipment screen. The system was on (both the mobile view station (mvs) and imaging system) and connected to the navigation system which was also on. The site tried a couple of different network cables and bypassed the external bulkhead on the navigation system but this did not resolve the issue. The rep confirmed that they had all systems booted and they were in an imaging system procedure. After a 15 minute delay, the surgeon chose to discontinue use of the imaging system and continued with a c-arm. There was no reported impact to the outcome of the patient.